Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer support determined the pump was under warranty and arranged for a replacement. Customer was instructed to use an alternate insulin delivery method temporarily and was guided to put the pump into storage mode before returning it. The customer agreed to return the faulty pump using a pre-paid shipping label.